Event description:
It was reported that during a knee arthroscopy with acl reconstruction, when it was decided to place a meniscal suture point of the fast fix 360, the doctor introduced it through the work portal that was already measured when entering the meniscus, the point was removed. They tried again to introduce it and indeed the point (t1) is to come out again (pk) the handle was not bent, the specialist before introducing the point not under the firing lever, but until it was inside the meniscus, it still could not be sutured. He decided to do remodeling. He did not physically send the implant since when he was going to take the implant to send it, the surgical instrument in the ward had already discarded it in the guardian, then he could not open it since it was sealed. It is unknown if a delay was caused due to the device malfunction. No patient injuries were reported. A backup device was available but the procedure was completed by using meniscal remodeling with sutures from a competitor. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the reported fast-fix 360 curved needle delivery sys ¿intended for use in treatment, has not been returned for evaluation. Without the reported product a visual and functional evaluation cannot be performed and the customer¿s complaint cannot be confirmed. From the information provided, ¿they tried again to introduce it and indeed the point (t1) is to come out again (pk) the handle was not bent, the specialist before introducing the point not under the firing lever, but until it was inside the meniscus, it still could not be sutured¿. An exact root cause cannot be determined with confidence; however, factors that may cause non-functionality may include bending of the needle. The instruction for use were reviewed and were found to outline instructions in regards to the use of the device to avoid damage or non-functionality, ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ a review of complaints and manufacturing batch records was preformed, no other complaints of this failure was found. Further investigation is not warranted at this time.